Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device ¿displays bad picture on screen¿ and the ¿cord is pulling out of the camera head¿, during set-up/inspection for use. There were no reports of patient harm.